Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient's ins pocket was red and warm to the touch. The hcp reported that they planned to explore the patient's system and determine if an infection was present. The rep reported that surgery was scheduled for (B)(6) 2017. No device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (sn#: (B)(4)) found no anomalies. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis of the extensions (sn#: (B)(4)) found no significant anomalies. The extension was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. During visual analysis of the extension, it was noted the distal end was not returned. During visual analysis of the extension, it was noted part(s) of the distal end were not returned. The ins output was tested at the cut end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type extension .product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Patient code (B)(4) is no longer applicable to this event. See for rationale.

Event description:
Follow-up was received from the manufacturer representative and healthcare provider (hcp). The representative reported that the patient's ins pocket was filled with a clear fluid and the patient's ins and portions of the two extensions were cut and removed. The hcp reported that the pocket was cultured and infections disease reported no infection is present in the patient. The hcp reported that they question if the patient might be having an allergic reaction to the hardware.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the rep reported that the patient had a new ins implanted on (B)(6) 2017. A resorbable envelope was used since the patient had a prior infection.